Manufacturer narrative:
Based on the claim against the product by the customer noting the jaws of a force bipolar instrument moving on their own, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted distal pancreatectomy, surgical procedure, the force bipolar instrument moved on its own and without any manipulation by the surgeon. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the jaws of the force bipolar instrument were observed to be moving on their own and without manipulation by the surgeon at the console. This instrument was passed off the sterile field to be tagged and sent down to sterile processing department (spd) to be addressed and a new force bipolar instrument was opened to finish the procedure. There were no deviations in care and no harm to patient. The procedure was completed with no reported injury. On 21-mar-2023, intuitive surgical, inc. (Isi) received medwatch report 5115722 stating: during a robotic assisted distal pancreatectomy, the jaws of the force bipolar were observed to be moving on their own and without manipulation by the surgeon at the console. This instrument was passed off the sterile field to be tagged and sent down to spd to be addressed and a new force bipolar was opened to finish the procedure. There were no deviations in care and no harm to patient. The procedure was completed as planned. Will send back to intuitive to request reimbursement for remaining lives. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary finding of failed intuitive motion to be related to the customer reported complaint. Visual inspection of the force bipolar instrument found no issues at the distal end. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The instrument's movements were imprecise (normal but non-exact within joint limits and in the expected direction with vibrations or small-scale dithering). An additional observation not reported by the site includes an excessive amount of dried residue around the clamping pulley cable grooves. Common causes of the failure mode residue instrument clamping pulleys are attributed to mishandling/misuse, for example by improper cleaning/reprocessing techniques, such as insufficient flushing. The complaint regarding the jaws moving on their own and without manipulation by the surgeon was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue. This force bipolar instrument was then transferred to the engineering team for further investigation and additional failure analysis by an advanced failure analysis engineer (afae). The advanced failure analysis (fa) investigation was completed, and the following information was obtained: the initial fa findings were confirmed. The instrument was placed on an in-house system and confirmed to exhibit imprecise motion. The motion was normal and followed the master tool manipulator (mtm) commands but were non-exact. The housing was removed, and the cable tension was checked. It was observed that the pitch cable was loose in the proximal end. The root cause of a loose pitch cable is attributed to a component failure. The complaint regarding the ¿jaws moving on their own and without manipulation by the surgeon¿ was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.